Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080 rl surgical table and found the check valves within the valve block assembly of the table's hydraulic system required replacement. The 3080 rl surgical table subject of the reported event is approximately 32 years old and is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. The table was not returned to service per the user facility's request due to the age of the unit. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 3080 rl surgical table moved into the flex position without being commanded to do so. User facility personnel used the hand control to return the table to the desired positioning. The procedure was completed successfully without delay, and no injuries were reported